Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ongoing occlusion alarms occurred. Subsequently, the customer experienced a blood glucose (bg) level displayed as "high". A specific bg value was not provided. A manual injection of insulin was administered and boluses were delivered to treat bg. Reportedly, the customer was not performing the cartridge air removal step prior to filling the cartridge with insulin. Tandem technical support educated the customer on the proper load sequence steps. Customer changed pump supplies to address the issue.